Event description:
After a laparoscopic cholecystectomy was completed, leakage was noted. As a result the pt had a stent put in to resolve the complication. No instrument is available to return. 6/3/97 surgeon had performed a laparoscopic cholecystectomy. Post operatively the pt developed a bile peritonitis. This was treated with a stent. X-ray reveals the clips still to be in place on the cystic duct. The cause for the leak is unk. There is no other materials available.